Event description:
The reporter noted "the model s dermatome" unit runs with oil and metal shavings at handle. Motor also rattles. The reporter stated this was discovered prior to used on a pt. There was no pt involvement, injury or delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.